Event description:
It was reported during an unknown procedure with er320 clips scissored. Another er320 was used with the same results. There was no info available on how the case was completed. There was no consequence to the pt.